Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse checked the belt tension and found it to be loose. Fse then tightened the belt tension. Fse also found the end of the sampling nozzle bent. Fse replaced the sample nozzle and performed adjustments for the sample nozzle positions. Fse then ran calibration and quality controls with acceptable results. There was no further action required by fse. The instrument was installed on 19-sept-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 19-sept-2018 through aware date 08-nov-2018. There were no similar complaints including this complaint identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due the y-axis belt for sampling was loose and the sample nozzle was bent.

Event description:
A customer reported getting 710 z1-axis error messages on the g8 instrument. The customer replaced the sample needle when the error occurred. Technical support (ts) instructed the customer to clean the z guide rode and drive screw. The customer then ran the instrument and the reoccurred. The customer reported that the needle is not piercing the center of the tube. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.